Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) for the discordant, elevated ctni result obtained on the dimension vista instrument. Siemens is investigating the event.

Event description:
A discordant, elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 1500 system. The result was reported to the physician who questioned the result. The patient had a new sample drawn at an emergency room. The new sample was tested on a non-siemens methodology and a lower result was obtained concordant with physician expectations. There are no reports of adverse health consequences due to the discordant, elevated ctni result.

Manufacturer narrative:
Original MDR was filed 14-may-2018. (Additional information 31-may-2018) siemens headquarters support center (hsc) evaluated instrument data logs and results of internal testing. The patient sample was returned and tested in siemens technical support laboratory. The patient sample was processed using vista troponin I (ctni) flex reagent cartridge lot 18079ba. The patient sample reported a troponin result of 0.081 ng/ml. The patient sample was pretreated with a heterophile blocking agent and the troponin testing was repeated. The pretreated patient sample reported a troponin result of 0.089 ng/ml. The absence of change in the recovery between the original patient sample and the pretreated patient sample is not consistent with heterophilic interference. The patient sample was processed with an alternate siemens troponin I methodology on the siemens advia centaur system. A lower result was obtained consistent with the lower non-siemens methodology result which the customer reported and within the physician's expectations. The testing performed cannot rule out heterophilic interference. Hsc concluded that no product non-conformance was identified with the reagent and no product non-conformance was identified with the instrument. No other patient samples were identified to have issues with results. Quality control and calibrations were within expectations. The cause is unknown. The device is operating within specifications. No further investigation is required.